Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced moderate anterior wall prolapse (cystocele); pressure and bulging after being on feet; significant pressure with bending pulling and lifting weights; fever; fatigue; anorexia; abdominal pain; constipation; weakness; leukocytosis; pain in tailbone; whitish exudate on anterior vaginal wall stitches; pain over atfp, ischiopubic area, and sacrospinous ligament; xenograft infection/rejection; extreme pain; large amount of foul smelling vaginal discharge; pelvic infection; multifocal normal variant bone islands, and bilateral normal variant osteitis condensans ilii; thick banding on anterior proximal wall; posterior thick bank of xenograft; scarring; recurrent prolapse; pelvic pain; pelvic floor prolapse; and extrusion posterior wall. The pt underwent repair of rectocele with the mesh, sacrospinous ligament fixation, and placement of transobturator tape; anterior vaginal wall repair with mesh; posterior repair with polypropylene mesh, bilateral sacrospinous ligament fixation, and a release of the anterior mesh with z-plasty off the vaginal mucosa; and excision of extruded mesh on the posterior vaginal wall.